Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed a replace battery now. Troubleshooting was performed. They did not receive a low battery alert prior to the replace battery now alarm. It was the second occurrence of replace battery now without a low battery warning. Additionally, the customer reported they had a blood glucose that was almost 300 mg/dl. They over corrected and their blood glucose went down to 50-60 mg/dl. The insulin pump went into threshold suspend when their blood glucose was low. The customer was advised to discontinue the use of insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. Pump trace download analysis confirmed the pump alarmed low battery, power loss alarm, replace battery now alarm. The power management tool confirmed low battery, power loss alarm, replace battery now alarm was triggered when the battery loaded voltage was less than 3.5 volts for four consecutive hours due to connector resistance on the electrical board. After disconnecting and reconnecting the internal battery connector on the electrical board, the pump was monitored and functioned properly. The pump was programmed with a test guardian 2 link sensor and the glucose sensor simulator. Programmed the sensor low settings for 90 mg/dl and turned the alert on low, suspend on low, and resume basal alerts on. No unexpected low suspend alarms noted during testing and monitoring period. The pump was received with scratched case, pillowing keypad overlay, and minor scratched lcd window.